Event description:
The handpiece was returned to the MFR for service, and during the investigation it was found that the leafkey housing is chipping. There was no pt involvement during this event. This does not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.